Event description:
It was reported that the patient experienced six shocks and that there was a right ventricular lead fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), the inner tubing was kinked/buckled, the outer tubing overlay was melted, there was a white substance on the exposed defibrillation coil, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage; partial lead in segments returned and analyzed.